Event description:
On (B)(6) 2013 the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultra meter was not powering on. This complaint was classified using the customer care advocate (cca) documentation. The reporter stated the alleged issue has been recurring since (B)(6) (unknown year). The reporter stated the patient takes oral medications with diet and exercise to manage his diabetes. The reporter stated the patient has been taking his usual medications since (B)(6) (unknown year). It is unknown if the patient developed any symptoms due to the alleged issue. However on an unknown date and time, the reporter stated readings of '55, 68 and 34mg/dl' were obtained on a lifestyle meter. The patient self treated with orange juice and a hershey bar in response to the readings. At the time of troubleshooting, the cca confirmed that there was no misuse of the meter, and this was not the first time the meter had been used. The patient was found to be using the correct test strips and they were not counterfeit. The cca confirmed the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue the patient made no changes to his usual diabetes management routine and consequently extremely low readings were obtained using another meter requiring treatment.